Event description:
A report was received that the patient was explanted due to infection at the old pocket, new pocket, and lead sites. The symptoms were redness and swelling at the sites. The patient was administered bactrim tablet and IV vancomycin antibiotics. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #s: (B)(4), description: linear lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.